Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had prime fill anomaly. The customer's blood glucose value was unknown. Customer stated that they are unable to exit the load reservoir process. Customer reported that insulin continues to drip during the load reservoir. Customer also stated that insulin continues to drip and squirting out. Customer stated that reservoir was empty. The insulin pump will not be returned for analysis.